Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device did not function was confirmed. An assessment was performed on the device and it observed that the cable tie that secured the ferrite on the bracket fell apart causing the wire harness connector to disconnect from main pca. It was determined that the tab breaking on the cable tie potentially cascaded into the wire harness disconnected. It was determined that based on the evidence analyzed, it appeared that the cable tie was not robust enough to withstand forces generated in the shipping process. The assignable root cause was determined to be the result of too small of a cable tie chosen during the design process combined with improper assembly in manufacturing. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from italy that the console device did not function. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.